Manufacturer narrative:
In the event a focus head fails on an x-ray tube (regularly x-ray tubes are equipped with 2 or 3 foki), this failure is detected and the operator can semi-automatically switch to another focus in order to finish the ongoing procedure. During the investigation, a failure was identified where, under specific circumstances, the focus switch over does not perform correctly. Siemens has initiated a field corrective action for this issue which has been reported to the FDA via 806.10 report # 2240869-11/03/16-0032-c. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. The system reported an error message "no xray, try again." During the fluoro procedure, no xray could be generated and switch over to large focus was not possible. We are unaware of any impact to the state of health of the patient involved.